Event description:
It was reported that during device change out for normal eri, externalized conductors were suspected. No electrical anomalies were detected. Patient was asymptomatic. The lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.